Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the packaging are intact but in two of them there is no material inside.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 10238477. The product reference aa61184002 lot number 10238477 was manufactured in march 2025 for (B)(4) pieces. The expiry date is march 2030. The product reference aa61184002 lot number 10238477 was manufactured with an intermediate product ha611879 lot number 10074627; 10074628 & 10074629. In the attached photo on this complaint, we can easily see the defect on two devices. This reference is packaged by our hungarian site which was informed about this complaint and the investigation has concluded: this issue was due to an human inattention; he/she did not detect the failure so the affected package has been sent out to the market without product / components. All involved employees have been informed from this issue, they will focus to check and keep the boms and the packaging instruction all the time at production order starting to avoid reoccurrence failure in the future. According to the informations known quality database was checked and revealed no anomaly in relation to the describe defect, however a resensitization of operator was done. A similar case study was performed on the product, defect empty packaging, from september 2021 to september 2025: two similar cases were found.

Event description:
According to the available information the packaging are intact but in two of them there is no material inside.